Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 17.8mmol/l. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched display window.